Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call, that the customer was hospitalized on (B)(6) 2015. Customer's blood glucose levels at the time of hospitalization 29 mg/dl. Customer states that they did not eat enough. It was not mentioned if the customer was wearing the insulin pump at the time of hospitalization. Customer was treated with food and glucose tablets. The customer mentioned that there are a few scratches on the display. Troubleshooting occured. Customer advised they will monitor the insulin pump.